Event description:
Additional information from the local area boston scientific sales representative reported that this lead was initially surgically abandoned. An invasive revision procedure was subsequently performed and the lead was extracted via laser. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.